Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: email.

Event description:
1 reported false negative sars result for one symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer also communicated an additional 12 patient events which are captured on seperate reports.